Event description:
It was reported, the patients blood glucose level rose to 300 mg/dl, while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
A leak was found in the unexposed portion of the soft cannula, resulting in corrosion, and insufficient batteries. The internally torn soft cannula is confirmed, as the cause of the reported event.